Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately 4 years ago. Aneurysm and vessel morphology were not reported. It was reported that the patient returned for intervention due to proximal and distal type 1 endoleaks dud to unknown reasons. Additional information was received stating that the device was custom made with 3 stent rings in the body in addition to the supra renal stent. The proximal stent was found fractured at the crimp area. Approximately 3 weeks ago a 42 mm diameter thoracic stent was implanted proximally due to a dilated aortic neck. Two iliac extension limbs were implanted on the left side and 1 aneurx aortic cuff on the right to address the distal type 1 endoleaks. There was good result and no endoleaks were present. The fracture is embedded in tissue around the stent. Films were received and their evaluation is pending.

Manufacturer narrative:
(Secondary intervention). Evaluation codes, results: (endoleak), (dilated vessels). Conclusion: (dilated vessels).